Manufacturer narrative:
Please see MFR # 3012307300-2018-02203 for related device indicent the following day.

Event description:
It was reported that when administering an IV the IV catheter kinked and caused the patient to have a hematoma. No patient injury (serious) was associated with the incident.